Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of oversensing and automatic mode switch were observed on the right atrial (ra) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.